Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on surgical intervention. Hilar stenose left perforation detected 4 days after ercp. Papillotomy: yes. Dilation left: 4 mm. Action taken: otsc. Lot number not confirmed.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). This complaint is related to (B)(4) whereby 4 patients in total had perforation in the duodenum as a result of stent migration after ercp. For the purpose of the investigation of these complaints (B)(4) refers to case 1, (B)(4) refers to case 2, (B)(4)refers to case 3 and (B)(4) refers to case 4. Additional information: additional information from the sales rep clarified that the perforation was in the duodenum for all four cases involved in these complaints i.e (B)(4). Additional information was requested to clarify the identification of the images for each complaint. It was confirmed that images for case 1 referred to (B)(4), the images for case 2 referred to (B)(4), the images for case 3 referred to (B)(4) and the images for case 4 refer to (B)(4). This investigation evaluation will deal with complaint number (B)(4) (case 3) . Lab evaluation: 1 x clso-10-20 device of a unknown lot number was involved in this complaint. As the device was not returned for evaluation and the lot number is not confirmed, a document based investigation and an independent mage review was completed for this complaint. Imaging review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: three images in pdf format, along with the complaint report, were submitted for review. Three ercp images, the first presumably from the time of stent placement and the latter two presumably from the time of stent retrieval, will be discussed separately. The first ercp image does not include a date. This demonstrates an ercp scope with contrast demonstrating moderate to severe intrahepatic biliary ductal dilatation due to what appears to be a hilar stricture. The biliary anatomy is somewhat distorted, suggesting the patient may have undergone a partial hepatectomy at some point. There is a straight plastic biliary stent with the cranial aspect of the stent extending approximately 3 vertebral body heights cranial to the point of stricture. The caudal margin of the stent appears to abut the posterior lateral wall of the duodenum, perpendicular to the mucosa. The cranial aspect of the stent terminates at the ninth rib. There are multiple surgical clips seen throughout this region. The following two images are presumably from the same day. A date is partially included on one of the images and appears to represent (B)(6) 2017. The initial image demonstrates the plastic biliary stent with significant caudal migration by at least 2 vertebral body heights with the stent now terminating between the 11th and 10th ribs. The caudal aspect of the stent extends outside of the gas seen within the duodenum by greater than one vertebral body height. The caudal portion of the stent is straight as it exits through the duodenal wall. The next image demonstrates placement of an over the scope clip to repair the duodenal defect and interval retrieval of the biliary stent. Impression: initial ercp was performed for a hilar stenosis with severe intrahepatic biliary ductal dilatation. Cause of hilar stenosis was not discussed in the complaint report. Biliary anatomy is distorted and the patient may have undergone a right hepatectomy and this is entirely the left biliary tree which is seen. Initial plastic biliary stent placement demonstrates the cranial aspect of the stent to extend nearly 3 vertebral body heights above the apparent level of stenosis. The caudal margin of the stent abuts the inferolateral wall of the duodenum, at a perpendicular orientation. Per the complaint report, the perforation occurred 4 days following stent placement, although the dates are not included on the images submitted. The follow-up ercp image demonstrates the caudal aspect of the stent to have perforated through the inferolateral aspect of the duodenal wall with significant caudal migration by approximately 2 vertebral body heights. This defect was repaired with an over the scope clip without evidence of extravasation of contrast on the follow-up imaging. The biliary stent was removed. The biliary stent that was initially placed was very long relative to the apparent focal stenosis requiring treatment. The stent length and interaction with the inferolateral wall of the duodenum at the initial placement, along with breathing motion, and non-compressible nature of the stent along its long access, resulted in the rapid perforation of the duodenal wall. Duodenal perforations are a reported complication of plastic biliary stents, and in the literature, inappropriately long as well as straight (non-pigtail), biliary stents appear to be associated with a higher likelihood of duodenal perforation due to the direct pressures exerted on the duodenal wall.1,2,3. A shorter stent, positioned with the cranial aspect closer to the focal stenosis and distal aspect just distal to the ampulla, would have likely decreased the risk of perforation in this individual. The observation of significant findings relative to the use of the device were as follows: development of duodenal perforation from biliary stent felt to be related to stent length and position of deployment. The observation of additional device findings relative to the clinical perspective were as follows: none. Root cause: a definitive root cause for this complaint could not be determined as the exact operational conditions of use could not be replicated in a laboratory setting. A probable root cause for this complaint may be attributed to the inappropriate stent length chosen which may have contributed to early migration and perforation. Feedback from r&d engineering viewed that the choice of stent (i.e. Stents that are too long or too short) may be a contributory factor to this complaint. A stent that is too short will not bridge the stricture and migrate out of the duct or a stent that is 2 long will sit too far beyond the stricture such that the flap is not anchored against anything which may cause it to migrate until it anchors against the stricture or the duodenal wall (depending on what it reaches first). The summary from the meeting between cook medical personnel and physicians at the medical facility suggests that on review of the images, the stents have a certain shape set after placement whereby there is pressure in the sent at different levels that could contribute to early migration. However this may be uncertain. The complaint is confirmed based on the independent clinical review of the images and perforation had occurred following stent migration. IFU review: it may be noted that according to instructions for use, ifu0045-6, "potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration". Summary: the complaint is confirmed based on the independent clinical review of the images and perforation had occurred following stent migration. Following the meeting between meeting between cook medical personnel and physicians at the medical facility, it was agreed that the facility would change to tannenbaum stents with the use of huibregtse design stents as a back up for the left side stricture. The use of these stents will be closely monitored. The product manager has been notified of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This MDR is being submitted based on surgical intervention. Hilar stenose left perforation detected 4 days after ercp. Papillotomy : yes. Dilation left: 4mm. Action taken: otsc. Lot number not confirmed.